Manufacturer narrative:
During the index procedure the rca was treated with one resolute onyx des. The non-qwave mi event occurred one day post index procedure. Patient has a medical history of hypertension. Index procedure was prompted by silent ischemia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec commented that there was a side branch occlusion seen after pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as causally related to the index device but not related to anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted during the index procedure. An unknown event occurred which the sponsor assessed to be possibly related to the device and not related to the antiplatelets. Cec identified a non-q-wave mi (target vessel), 3rd udmi peri-pci, 1 - prox rca. No intervention was reported.